Event description:
The customer reported that they have a faulty battery. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.